Event description:
It was reported that during a lap lar procedure, the clips dropped from the device. No patient consequences were reported.

Manufacturer narrative:
Date sent: 08/08/2007. Information anticipated, but unavailable at this time.